Event description:
It was reported a 6f sts plus angio-seal vascular closure device was used to seal the arteriotomy site post percutaneous diagnostic angiogram procedure. Five days later, the pt flew overseas and upon departing the aircraft, experienced severe leg pain and an ischemic leg developed. The pt was taken to a local hospital and underwent a surgical femoral bypass due to loss of circulation in the leg. The surgeon's report revealed the pt was anesthetized using an epidural block. The pt was given 2 g kefzol and 5,000 units of heparin during surgery. The surgical site was fibrosed by scar tissue, had thrombotic material present, and the femoral wall dissection revealed an area of endofibrosis, partial rupture of the musculature of the tunica media and partial necrosis of the tunica adventitia with osteocartilaginous neoplasia. An end-to-end stent graft replaced the necrosing artery, a drain was placed, and pulses were restored.